Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that during programming of the device prior to patient use, the device did not sound an audible tone during an alarm condition. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.